Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention, the luer hub of the cypher select plus 3.0 x 18 mm stent was noted to be cracked when the device was removed from the packaging. The product issue was noted prior to use on the patient. There was no reported patient injury. The patient/lesion was treated with the same like product. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14062725 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Three (3) units (hub) were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues was noted that were considered potentially related to the reported complaint. (B)(4) was generated for an out of control point hub cracked. The root cause of this damage could not be determined. The qnc was closed and lot released. Proximal shaft assembly: subassembly (B)(4), lots 0108080476, 0108080479, 0109080079 and 0109080078 were reviewed. No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days upon receipt.